Event description:
It was reported that the patient presented for a follow-up in clinic with the skin of the device pocket appearing red and experiencing discharge. Also, the patient was reported to have some flu-like symptoms together with high fever. The pacemaker was visible and had eroded from the incision site of the implanted device pocket. The physician explanted the entire system ¿ pacemaker, right ventricular lead, left ventricle lead and atrial lead due to infection. A new pacemaker system was replaced. The patient was recovering post-procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.